Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included high cholesterol, acid reflux and seasonal allergies. The concomitant medications were not reported. On an unspecified date, about three months ago, the consumer started using reach total care plus whitening toothbrush, twice daily, for brushing her teeth (route dental, lot number 17811sg, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, she noticed that the toothbrush, plastic handle broke and snapped apart in her mouth, while brushing the teeth. She also stated the broken handle caused pain in her mouth, and it felt like a rubber band was snapped in her mouth. She did not use the device further. On the same day the event resolved. This report had a non serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Since reported lot 1781156 was an invalid format, it has been update to the closest valid lot, 17811sg. A sample was not returned. A review of the trending data revealed no adverse trends. A device history review performed for lot 17811sg and was acceptable. Retain sample for lot 17811sg was evaluated and met specification. Based upon an acceptable document review, due to lack of a sample and no adverse trend the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report had a non serious event. This report remains as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 17811sg to 17811sg s2. This report remains non-serious. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The return sample revealed that the defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. Based on the information available, this device was used as intended for treatment. No adverse trends have been noted with this product or lot. Although the returned sample received was broken, the manufacturer states the product defect was not due to a manufacturing occurrence and the break occurred due to high compression forces. It was verified that during the validation of this product the toothbrush was subjected to overbend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. The material of the handle has been changed, validated and released. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains non serious. This report remains as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included high cholesterol, acid reflux and seasonal allergies. The concomitant medications were not reported. On an unspecified date, about three months ago, the consumer started using reach total care plus whitening toothbrush, twice daily, for brushing her teeth (route dental, lot number 17811sg, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, she noticed that the toothbrush, plastic handle broke and snapped apart in her mouth, while brushing the teeth. She also stated the broken handle caused pain in her mouth, and it felt like a rubber band was snapped in her mouth. She did not use the device further. On the same day the event resolved. This report had a non serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included high cholesterol, acid reflux and seasonal allergies. The concomitant medications were not reported. On an unspecified date, about three months ago, the consumer started using reach total care plus whitening toothbrush, twice daily, for brushing her teeth (route dental, lot number 17811sg, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, she noticed that the toothbrush, plastic handle broke and snapped apart in her mouth, while brushing the teeth. She also stated the broken handle caused pain in her mouth, and it felt like a rubber band was snapped in her mouth. She did not use the device further. On the same day the event resolved. This report had a non serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Since reported lot 1781156 was an invalid format, it has been update to the closest valid lot, 17811sg. A sample was not returned. A review of the trending data revealed no adverse trends. A device history review performed for lot 17811sg and was acceptable. Retain sample for lot 17811sg was evaluated and met specification. Based upon an acceptable document review, due to lack of a sample and no adverse trend the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report had a non serious event. This report remains as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 17811sg to 17811sg s2. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included high cholesterol, acid reflux and seasonal allergies. The concomitant medications were not reported. On an unspecified date, about (B)(6) ago, the consumer started using reach total care plus whitening toothbrush, twice daily, for brushing her teeth (route dental, lot number 17811sg, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, she noticed that the toothbrush, plastic handle broke and snapped apart in her mouth, while brushing the teeth. She also stated the broken handle caused pain in her mouth, and it felt like a rubber band was snapped in her mouth. She did not use the device further. On the same day the event resolved. This report had a non serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Since reported lot 1781156 was an invalid format, it has been update to the closest valid lot, 17811sg. A sample was not returned. A review of the trending data revealed no adverse trends. A device history review performed for lot 17811sg and was acceptable. Retain sample for lot 17811sg was evaluated and met specification. Based upon an acceptable document review, due to lack of a sample and no adverse trend the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report had a non serious event. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.